Manufacturer narrative:
(B)(4). The customer returned one two-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material and a statlock was attached to the juncture hub. The catheter body appeared to be intentionally truncated. Visual examination of the catheter revealed the distal luer hub was separated from the lumen, the hub was not returned. The point of separation was smooth and uniform. The total length of the catheter body measured to be 20.28" which indicates at least 2.47" were trimmed and not returned per product drawing. The outer diameter of the distal extension line measured 0.094" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the extension line measured 0.058" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured as expected. A manual tug test confirmed the proximal extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings. The customer report of luer hub/extension line separation was confirmed by complaint investigation of the returned sample. The catheter passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Due to a rising trend of extension line separations, a CAPA has been initiated to further investigate. The root cause has been determined to be manufacturing-assembly related.

Event description:
The customer reports the PICC hub was dislodged from the line.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the PICC hub was dislodged from the line.